Manufacturer narrative:
(B)(4). Date sent: 7/6/2026 d4: batch # a98h7g investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. In an attempt to replicate the reported event, the device was tested for functionality. During testing, the device was fired; however, the clips did not advance into the jaws. Upon further inspection, the tip of the advancer was observed to be bent. The instrument was subsequently disassembled, confirming the bent condition of the advancer, and six (6) clips were found within the clip. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98h7g number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown laparoscopy, on the third and fourth firings, when the handle squeezed, the jaws closed loosely, but the clip could not be released from the jaws, making the device unusable. It is unclear whether this was due to jamming. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.